Manufacturer narrative:
An evaluation of the returned inserter handle found no manufacturing, processing or design related irregularities. The examination found the instrument continues to function as intended. No visual or functional anomalies identified.

Manufacturer narrative:
No evaluation possible at this time. The international customer has not returned the instrument. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
The button on the implant inserter could not be compressed. This lead to the implant not loading. The event "cause" over 30 delay in the case.